Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's reported via phone call, the insulin pump had alarmed motor error. Customer's blood glucose was 4.4 mmol/l. Troubleshooting was performed. Customer stated the drive support cap was normal. During troubleshooting customer was assisted with performing rewind and it went through like normal. Customer stated she had rewound the device twice during prime and both times it alarmed motor error. Customer also reported the device had alarmed no delivery on (B)(6) 2015 and blood glucose was unknown. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.